Event description:
On 17/apr/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized (on (B)(6) 2024) and that during hospitalization the patient had a fungal infection of the pd catheter (not a fresenius product).there were no reported allegations that the event was related to any issues with fresenius products. Additional information about the event was obtained through follow-up with a pd manager and pd nurse familiar with the patient. While the dates of hospitalization could not be confirmed, it was reported the patient was initially hospitalized for failure to thrive. While hospitalized, it was discovered the patient had peritonitis and a pd catheter was removed and the patient was transitioned to hemodialysis due to failure to thrive. Additional treatment details during hospitalization were unknown. On a subsequent date, the patient was discharged from the hospital continuing outpatient hemodialysis or renal replacement needs and is recovering from the event. The pd nurse manager and pd nurse were not able to clearly identify the cause of the peritonitis event. However, it was indicated that the peritonitis is not related to any issues with fresenius products. It was reported that the peritonitis may have been due to concomitant pd catheter infection.